Event description:
During a pta to a heavily calcified, 100% stenosed external iliac artery lesion, the balloon ruptured at four atmospheres. Teh product appeared perfect during pre-use inspection and no anomalies were noted during prep. There was no adverse consequences to the patient. No information was given pertaining to the completion of the procedure. As per the reporting affiliate, no additional patient or procedural information is available. The intended procedure was pta to an unknown lesion. It was reported that there was heavy calcification, mild vessel tortousity and 100% stenosis. The balloon ruptured at 14atm. No additional patient, lesion/vessel or procedural informtion is available. It is unknown if any difficulty was experienced while tracking to or crossing the lesion. Please note that as the analysis has been completed, the results are presented as follws: the product was not returned for analysis. The manufacturing records were reviewed and results indicate that product met quality requirements for product acceptance. The exact cause of the reported balloon burst could not be determined without the actual involved product returned. Conclusion: in this case, lesion/vessel characteristics may have contributed to the reported event.